Event description:
Physician first attempted to treat the patient with filterwire but was unable to pass the lesion. The next day the physician attempted to use the triactiv system on the patient and was able to navigate the tortuous anatomy and cross the lesion. The physician was not able to deliver the stent to the svg so he decided to do a poba. The physician did not want to inject contrast to determine if vessel occlusion had been achieved. After poba, the physician was unable to advance the flush catheter into the vessel to flush and extract. Additionally, the inflation syringe was noted at this time, to have detached from the shieldwire. The patient experienced no reflow for a couple of minutes which was resolved with medication.

Manufacturer narrative:
Kensey nash has attempted to obtain the required patient information for this MDR report. However, we have not received it in time to report. Kensey nash will provide the information in a follow up report when we receive it from the customer.